Event description:
It was reported that loss of capture was noted on the right atrial (ra) lead due to dislodgement. A revision procedure was performed and the ra lead was successfully repositioned. The patient was in stable condition.